Manufacturer narrative:
The lens was returned and evaluated. Microscopic examination was performed and found a tear on the optic and a bent haptic. A review of the device history record (DHR) did not find any nonconformities or anomalies related to reported event. The lot history, trend analysis, risk analysis and/or directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, a root cause could not be conclusively determined.

Event description:
It was reported that three days after the implantation of an intralocular lens(iol), into the right eye (od), a successful lens exchange using a different model iol was completed due to dislocation of the iol. A vitrectomy was performed. Additional information requested, but not received.